Event description:
The tip of the forceps broke off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained stagbeetle forceps show that the tip is broke off due to mechanical overloading during usage. The breakage is indicative of too much applied mechanical force well beyond the instruments calculated design during usage. A review of the device history record did not show conditions that could have contributed to the reported event.